Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was stuck in the "preparing to prime" loop. Customer reported that insulin continued to drip after motor stopped during manual prime process. Customer's blood glucose was 7.2 mmol/l. During troubleshooting, insulin pump did receive second series of beeps. After troubleshooting, pump was still stuck in preparing to prime loop. Customer was not able to view alarm history to check for compromised forced sensor alarm due to not being able to exit the "preparing to prime" loop. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was received unable to prime during prime test due to loose protruded drive support disk. The insulin had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.